Manufacturer narrative:
The patient samples were requested for investigation. (B)(6).

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with the elecsys pth immunoassay on a cobas 8000 e 801 module (serial number (B)(4)). The results were reported outside of the laboratory and questioned by the clinician. The value was expected to be very low as the patient no longer has a parathyroid gland. The first sample resulted in a pth value of 949.00 ng/l when tested on the e 801 module. The second sample resulted in a pth value of 931.00 ng/l when tested on the e 801 module on (B)(6) 2022. This sample was also tested on an abbott alinity ci-series analyzer, resulting in a pth value of < 4.0 pg/ml on (B)(6) 2022.

Manufacturer narrative:
Calibration and control data showed no indication of a reagent issue. A sample from the patient was provided for investigation. The investigation showed the sample contained heterophilic antibodies which interfered with the assay components, leading to implausibly high pth values. Further investigations of the sample with a heterophilic blocking tube indicated a human anti mouse antibody (hama) interference. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation could not identify a product problem.